Manufacturer narrative:
D4 and h4: originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, the following were added to this follow up report: d4. Lot ¿ 00001522, d.4 expiration date - 12/8/2021 and h4.device manufacture date ¿ 12/8/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the presence of thrombus/clot was observed. The physician noticed a clot inside the hub of the vizigo¿ sheath. No damage to the valve was noted. The sheath was replaced, and the procedure was continued without further incidents. No patient consequences were reported. The investigational analysis has been completed on 3/15/2021. Visual analysis of the returned sample revealed clot inside the brim cap of the vizigo¿ sheath. Cool flow testing was performed, in accordance with biosense webster, inc. (Bwi) procedures. The catheter was irrigating correctly, and no liquid leakage was detected during the analysis. A device history record evaluation was performed for the finished device 00001522 number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following warning stated in the IFU: use best practices for irrigation to minimize the potential for thrombus formation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 2/26/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the presence of thrombus/clot was observed. Additional information was received on (B)(6) 2021. It was reported that when the physician went into ablation, the impedance value would increase and automatically would cut off the radiofrequency (rf) delivery based on max impedance value being met. There were no issues related to the temperature and flow on the catheter. Impedance value started in 150 range and jumped to 250 and automatically would cut off rf delivery based on max impedance value being met (impedance cut off 250). The generator was used in power control mode at 50 watts. Patient was anticoagulated with heparin. Acts maintained over entire case. Surpoint values were used to guide the ablation: resp gated yes, stability 2mm, stability 3 sec, and 25% for 3. Heparnized normal saline was used as the irrigation fluid. There were no reports of the patient having exhibited any neurologizal symptoms since the procedure was completed. Visitag size 3. Tag index was used as coloring option. Correct catheter settings were selected in the generator. The contact force was not greater than 40. Occasional 25g was noted. Irrigation rate was not used outside of prescription. The pre-ablation high setting was 2ml off ablation and 15ml on ablation. It was reported that the physician noticed a clot inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. No damage to the valve was noted. The sheath was replaced, and the procedure was continued without further incidents. No patient consequences were reported.